Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were in emergency room as a result of high blood glucose. The customer¿s blood glucose was 259 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. The customer also reported that insulin was not being delivered since the reservoir still has the same amount of insulin. The insulin pump will not be returned for analysis.